Manufacturer narrative:
Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population.

Event description:
It was reported that this device has an incorrect manufacturing date/timestamp recorded within the device's software. The estimated longevity is incorrect. This has no impact on device therapy. There were no adverse patient effects. The device remains implanted.